Manufacturer narrative:
The unit was received with the lock having rotational and lateral movement and a residue buildup was present. The unit needed new components added to replace worn internal parts; general maintenance and cleaning required. The device was manufactured on 2010. This device exceeds its expected life of 7 years. The reported complaint was confirmed from the evaluation of item. The returned unit did not meet all specific functional test. The complaint was likely caused by wear and tear. The definite root cause could not be reliably determined. Device identifier # (B)(4).

Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation. Linked to mfg report no.: 3004608878-2019-00217.

Event description:
This is 1 of 2 reports. A sales representative reported in behalf of the customer that the a1059 mayfield modified skull clamp had issues with the swivel lock being loose. Received additional information from customer on (B)(6) 2019 that the problem was not a patient related incident and it was something that was discovered during the inspection of the unit prior to putting the device into service. Additional information has been requested.